Event description:
Pediatric patient on extracorporeal membrane oxygenation (ECMO) died while on portable bypass system (pbs) support. The mixer sounded an alarm and the connections were checked as well as the device. There was one event of partial de-prime of the circuit. Then later, there was another de-prime again. The circuit was disassembled and blood sprayed all over from the high pressure inside the lines. Report that the patient died from a massive air emboli.

Manufacturer narrative:
Onsite inspection of device made. No functional test performed. Request submitted to facility user to return the device for investigation and performance for a complete functional tests. Once the test data is performed, a follow up report shall be provided.